Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information regarding the customer alleging that the dreamstation auto CPAP device caused serious injury of scarring of the lungs and non-serious injury of unspecified health issues in relation to the sound abatement foam. No medical intervention was reported. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information regarding the customer alleging that the dreamstation auto CPAP device caused serious injury of scarring of the lungs and non-serious injury of unspecified health issues in relation to the sound abatement foam. No medical intervention was reported. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Also, thus far testing of the sound abatement foam has shown no evidence to suggest any potential exposure to foam vocs/particulates would result in any serious harm or death. Three good-faith efforts have been made to obtain additional information, without a customer response.

Manufacturer narrative:
This report is being submitted to include the manufacturer's investigation results and to include the product UDI. The device was returned to the manufacturer (product investigation lab) for evaluation. During the evaluation, it was noted that the device log showed 2 errors were logged. Quantity 1 of error e101 (err_humid_max_temp/continue error) and quantity 1 of error e130 (err_task_wdog_timeout/reboot error). Evidence of sound abatement foam degradation/breakdown was not observed. Pil is unable to directly address the symptoms specified.